Event description:
It was reported that the pin broke during removal. The surgeon was able to remove the pin from the bone, no unretrieved device fragment remained in the pt. The procedure was successfully completed after a delay of approx 5 minutes.

Manufacturer narrative:
The pin has not yet been received by the manufacturer for investigation. When the pin is received, a quality investigation will be performed and a f/u report will be filed.